Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger was burning the patient's back during recharging. The patient stopped recharging but when trying again noted nothing came up on the screen. The patient noted the connector pin did not appear loose or bent. The patient spoke with a manufacturer's representative (rep) and was told to call in. The patient had been charging for an hour when she felt burning, and it was reported the recharger was dead. Patient was issued a new recharger. Additional information received stated that the new recharger was able to charge the ins, but would not take a charge from the desktop charger. The patient stated the desktop charger status light was illuminated, but the connector pin was wiggly. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.